Event description:
It was reported that the patient thought the stimulation from their implantable neurostimulator (ins) was off but noted that ¿occasionally its coming on automatically in my body which is frightening¿ and that if had been happening for ¿about 3 days, over the weekend and then again today¿. The patient stated that they rarely used the stimulation therapy and wanted it off. The patient was able to synchronize the programmer with the ins and it was determined it was on (lightning bolt was seen) and at 0.10. The stimulation was then turned off. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the stimulation felt when the device was off would occur ¿occasionally¿ when the patient would sit down. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.